Event description:
It was reported that the customer was changing the infusion set and the customer had a compromised force sensor system alarm. Customer can call the help line for an insulin pump replacement. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.